Event description:
It was reported that during a lap bulla resection, the firing trigger could not be grasped at the 4th stroke of the 2nd firing. The jaws could not be released with the manual knife reverse switch. The side of the jaws was clamped with a forceps and the tissue was cut with a scalpel, and then the site was sutured by hand. There were no adverse consequences to the patient. The doctor commented that the device might have been fired across an existing clip.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: on what tissue type was the device used? At what location on the tissue? ---lung parenchyma. What other color cartridges were used before and after this event? ---gold. Was buttressing material utilized? ---no. If so, which product? Were any unexpected noises heard? ---no. If so, when? Were any of the forces higher or lower than expected (closing or firing)? ---no. Is there any other additional information you would like to share about this device or procedure? ---no. The analysis found that one device was returned in good visual condition, with the closing trigger and anvil in the closed position, and the firing mechanism in the return stroke with the knife not fully back. One ecr60d cartridge reload was loaded in the device. The cartridge reload was received fully fired; several b-formed staples with tissue on the cartridge deck were found. In addition, two clips were found lodged behind the knife, resulting in the firing mechanisms jamming. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. Firing the device with a clip in the jaws can jam the firing mechanism resulting in the device not opened. The knife was fully returned by completing the return stroke and the device was tested for functionality in the articulated position with a test cartridge reload. The device achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The batch record was reviewed and no anomalies were noted during the manufacturing process.